Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 11/23/2016 stating that this rv lead had impedance of more than 2000. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).